Event description:
Part of the metal stalk on toothbrush has broken off. Toothbrush head won¿t stay on - oral-b (evice breakage). Case narrative: female consumer via e-mail stated that a part of the metal stalk on her oral-b toothbrush broke off. The oral-b toothbrush head would not stay on. No injury was reported. 22-may-2023 follow up via images: the suspect product lot was bc107300515. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
22-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Part of the metal stalk on toothbrush has broken off. Toothbrush head won't stay on - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that a part of the metal stalk on her oral-b toothbrush broke off. The oral-b toothbrush head would not stay on. No injury was reported. 22-may-2023 follow up via images: the suspect product lot was bc107300515. No injury was reported.